Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient developed a sore foot with petechial areas on (B)(6) 2017. On (B)(6) 2017, the patient developed a fever and headache. The patient presented to the emergency room on (B)(6) 2017 and was admitted. Blood cultures were positive for gram negative rods. The patient was treated with intravenous antibiotics. Computerized tomography (CT) of the head was performed and revealed a left cerebral hemorrhage, left parafalcine subdural hematoma and a small frontal subarachnoid hemorrhage. International normalized ratio (inr) upon admission was 5.7. The patient was treated with medication to reverse inr. The patient's glascow coma scale rating remained 15. Logfiles revealed a loss of circadian cycle, lower pulsatility and decreased flows. No alarms were logged in the past 14 days. The patient was transferred to another facility for further management. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the neurological team advised not to restart anticoagulation. The patient's condition remained unchanged, without neurological improvement. A family meeting was held and a decision was made to withdraw care. The vad was turned off on (B)(6) 2017 and the patient died on (B)(6) 2017. Log files were sent per routine and increasing power and flow were noted. The products will not be returned. No additional information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date of (B)(6) 2017. Power consumption was within normal operating ranges up to (B)(6) 2017. However, multiple decreases and increases in power consumption were noted after (B)(6) 2017 until the date the vad was turned off ((B)(6) 2017), confirming the reported event. One low flow alarm was logged on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information and historical review of similar "low flow" and "high power" events, the most likely root cause of the low flows can be attributed to thrombus at the inflow cannula. It is likely that the thrombus got ingested into the pump thereby leading to an increase in power. If information is provided in the future, a supplemental report will be issued.